Event description:
It was reported that the unspecified bd phaseal¿ injector broke during use on the phaseal bottle when drawing up chemotherapy medication. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "and a few injectors broke when pulling up chemotherapy. The plastic piece was broken onto the bottle¿s phaseal."

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd phaseal¿ injector broke during use on the phaseal bottle when drawing up chemotherapy medication. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "and a few injectors broke when pulling up chemotherapy. The plastic piece was broken onto the bottle¿s phaseal."